Manufacturer narrative:
(B)(4). Analysis description: no related complaint received with return of device. Failure event observed during analysis. Final analysis found lead insulation degradation at 4.7 cm from connector pin, which exposed the outer coil. (B)(4).

Event description:
This report is to advise of an event observed during analysis.